Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (286-310 mg/dl). Customer delivered correction boluses to treat elevated levels. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made to rotate the infusion site and consult with health care provider to re-evaluate personal profile pump settings.